Event description:
On the event date, the pt reported he has noticed air bubbles in the insulin cartridge of his infusion device. He stated he is using room temperature insulin to fill the cartridge and tries to prime the bubbles out. The proper procedure to fill the cartridge with insulin was discussed with the pt. On follow up with the pt about two weeks later, he stated the air bubbles usually form after the cartridge is placed in the infusion device and when he tightens the adapter. He said he does not adjust the piston rod prior to inserting the cartridge. The pt was advised to do so. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.